Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2008, the patient diagnosed with stable angina (ccs class 2) and cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending artery (mid lad) with 90% stenosis and was 18mm long with a reference vessel diameter of 2.50mm. The physician treated the lesion with pre-dilation and placement of a 2.50x24mm taxus perseus stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with chest pain and was hospitalized on the same day. The patient was diagnosed with angina pectoris. The core lab report noted 60.0% pattern 1b in-stent restenosis of the study stent in the mid lad, with thrombus absent; 70-80% tubular stenosis distal to the study stent in the mid lad was also noted. This was treated with placement of a 2.5x16mm promus stent, with 0% residual stenosis following post-dilation. The event was considered as resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2008, the patient diagnosed with stable angina (ccs class 2) and cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending artery (mid lad) with 90% stenosis and was 18mm long with a reference vessel diameter of 2.50mm. The physician treated the lesion with pre-dilation and placement of a 2.50x24mm taxus perseus stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with chest pain and was hospitalized on the same day. The patient was diagnosed with angina pectoris. The core lab report noted 60.0% pattern 1b in-stent restenosis of the study stent in the mid lad, with thrombus absent. 70-80% tubular stenosis distal to the study stent in the mid lad was also noted. This was treated with placement of a 2.5x16mm promus stent, with 0% residual stenosis following post-dilation. The event was considered as resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(4).